Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears likely. However, a device investigation would be necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user stopped responding to sounds since (B)(6) 2019. An accident and injury has been reported. Re-implantation is considered. Despite several requests, no additional information could be retrieved.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user stopped responding to sounds since (B)(6) 2019. An accident and injury has been reported. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears likely. However, a device investigation would be necessary to determine a root cause. The recipient has been re-implanted but the device has not been received for investigation yet.

Event description:
The user stopped responding to sounds since (B)(6) 2019. An accident and injury has been reported. The user has been re-implanted. Despite requested, the concerned device has not been yet returned to the manufacturer.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other damages found during device investigation are most likely related to the explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user stopped responding to sounds since february 26, 2019. An accident and injury has been reported. The user has been re-implanted on (B)(6) 2019.